Event description:
Caller states patient tested 6.7 inr on the coaguchek xs system while a comparison lab returned as 4.3 inr. No actions taken based on the device result. No adverse event reported. Requested return of suspect system however test strips are no longer available; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.